Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was not working. The customer's blood glucose level was 5.0 mmol/l at the time of the incident. Customer had sensor glucose reading of 5.1 mmol/l. The customer stated that she suspended the pump and was not in fact low. The customer mentioned that the transmitter was working properly. The product was not returned for analysis.